Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated that they were unable to remove the battery cap. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that they were able to clear the button error alarm. The customer stated that they were able to remove the battery cap at the end of the call. The customer mentioned that the buttons were sticking. The insulin pump will not be returned for analysis.